Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the delivery was blocked during a bolus. The bolus was not taken/delivered. The insulin pump had a crack on the back of the case. The insulin pump had a bolus anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device delivered properly all bolus programmed during testing. No bolus anomalies were noted. Unit received with cracked case on the back at the battery tube area. Device was received with minor scratched case.